Event description:
It was reported that patient needs to charge the ipg more often. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was disposed of at the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.